Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system remote support service had an issue. A technical support specialist uploaded remote support service version 4.12 and uninstalled remote support service 4.8, placed the new remote support service update agent shortcut in the cfnapp startup folder and rebooted the device to resolve the issue. The system functioned as intended after technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on blue care fusion screen. The customer added that this malfunction directly impacting patient care and occurring in 9 additional stations. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on blue care fusion screen. The customer added that this malfunction directly impacting patient care and occurring in 9 additional stations. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the stations were below rss 4.10 version. The technical support specialist updated stations to rss 4.12 version to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.